Manufacturer narrative:
(B)(4). During the sample evaluation, an additional issue unrelated to the reported problem was found, (a damaged patient adapter), and is addressed in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a damaged spike. The damaged spike will be captured and reported in (B)(4). Leak, clear passage, and clamp function tests were performed with no issues noted. The reported leak was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked at the twist clamp. This occurred during use by a patient while performing peritoneal dialysis therapy. This was observed after 30 days of use. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.